Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex biliary rx stent delivery system was returned for analysis. Visual and tactile examination found no kinks or damage along the shaft of the catheter. No issues were noted with the profile of the devices inner. A visual and microscopic examination found no issue with the profile of the reconstrainment band or jacket bond. The stent of the device was not received for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. "Stent migration" is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent was implanted in the middle bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat space-occupying lesions. During routine follow-up on (B)(6) 2015, the physician found that the stent had migrated towards the duodenum. The physician removed the wallflex biliary rx stent and implanted another wallflex biliary rx stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was implanted in the middle bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat space-occupying lesions. During routine follow-up on (B)(6) 2015, the physician found that the stent had migrated towards the duodenum. The physician removed the wallflex biliary rx stent and implanted another wallflex biliary rx stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.